Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient was asymptomatic. Review of the stored electrograms confirmed the presence of oversensing. Programming changes were recommended.